Event description:
It was reported that an ilet user received an "insulin set expired" alert while away from home and asked whether the pump would continue functioning; the agent advised that the alert was a reminder to change supplies when able and that the pump would continue to operate. A prior low blood glucose of 56 mg/dl followed by a reading of 208 mg/dl was reported, with the user attributing the low blood glucose to limited food intake and treating with oral glucose. Remote troubleshooting and education were completed, including guidance to change the infusion set. Investigation of this case revealed no device malfunction and that the alert functioned as designed as a maintenance reminder. No clinical symptoms reported during the event. Outcomes included no request for follow-up and no escalation of care. It was concluded that the event involved hyperglycemia with unclear cause following a treated hypoglycemic episode, and the device operated as intended; the device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.